Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for left ventricular lead revision, it was noted that the right atrial lead had dislodged. The lead was repositioned successfully. The patient was doing well post procedure and would be monitored.